Event description:
It was reported that the insulin pump alarmed motor error during basal delivery. The customer's blood glucose was 249 mg/dl. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. The caller was advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.